Event description:
It was reported that the monitor blacked out repeatedly when the wand was activated. The monitor recovered gradually while stopping the activation of the wand. The wand was exchanged with another back-up wand, but same problem occurred. No patient injuries of complications were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode/screen wear with contamination/discoloration on the screen and cap and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The error was by-passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons for ablation and coagulation were activated. These functions have also been tested with a connected foot switch and the device performed as intended. The suction line performed as intended. Other factors which could probably cause the reported event can be related to not properly grounded devices or equipment in the operational room. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.